Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in japan. It was reported that the rotaflow console stopped during priming. No patient was involved. The hospital representative was out of the room as the pump stopped and did not know if there was an error message. It is possible that another person in charge turned off the power. No more information provided. More information requested but still pending. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in japan. It was reported that the rotaflow console stopped during priming. No patient was involved. The hospital representative was out of the room as the pump stopped and did not know if there was an error message. No harm to any person has been reported. Due to the reported pump stop a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and during the investigation the reported failure could not be reproduced. The rfc was tested and neither abnormalities nor any evidence of any failure or incorrect function were found. The device is back in use. Based on these investigation results the reported failure "pump stop" could not be confirmed. However, the failure mode "pump stop" can be linked to the following most possible root causes according to our risk management file: - unintended rpm change by user. - unintended switch off by user. The review of the non-conformities was performed on 2024-04-03 and during the period from 2013-02-13 to 2024-04-02 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2013-02-13. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions: there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. 3.3.4 battery operation "status of the power supply during battery operation" the acoustic alarm can be switched off with the "audio off" button. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).